Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly. The reported behaviour was not reproduced.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, it was observed that the interrogation of the subject pacemaker was very slow and would not progress past the initial overview screen, eventually an error message was displayed stating that "end of service reached". A magnet was placed over the device but there was no change to the pacing rate. As there was also a previous device reset, the decision was made to explant the device. It will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, it was observed that the interrogation of the subject pacemaker was very slow and would not progress past the initial overview screen, eventually an error message was displayed stating that "end of service reached". A magnet was placed over the device but there was no change to the pacing rate. As there was also a previous device reset, the decision was made to explant the device. It will be returned for analysis.

Event description:
Reportedly, during a follow-up, it was observed that the interrogation of the subject pacemaker was very slow and would not progress past the initial overview screen, eventually an error message was displayed for "end of service reached". A magnet was placed over the device but there was no change to the rate. As there was also a previous device reset, the decision was made to explant the device. It will be returned for analysis.